Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. Corrected data: d4: UDI #.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. D4: batch # 881a70. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage along with the ancillary trocar. The ancillary trocar was found bent of the tip. The breakaway washer was present, cut and there were no staples present, only one unformed staple in the washer and on the guide face indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have several nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported events of would not staple, non-specific noise, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. Open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob until the device trocar is no longer exposed. Look at the tissue compression scale and ensure the indicator is not in or near the green zone. The device may also be inserted without removing the anvil if the preferred application is a sutured purse-string technique. In this case, however, prior to insertion, ensure the anvil is properly attached and the device is fully closed by rotating the adjusting knob clockwise. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 881a70, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid resection that everything seemed appropriate after he fired the stapler and heard a large click. It was opened and initially there were no staples and no cutting. He closed the stapler again as appropriate and fired once more and heard a large click. This time after opening, holes were cut but no staples were placed and both ends were wide open. They converted to a colostomy.

Manufacturer narrative:
(B)(4). Date sent 6/25/2024 h6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Can you please confirm if the or staff attempt to fire the device 2 times? Is the or staff aware that firing the device twice is contraindicated and can damage to the anastomosis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.